Event description:
It was reported that externalized conductors and high pacing threshold were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductor due to internal insulation abrasion was found at 10.7-13.4cm from the distal end. The etfe coating was intact at the same location. Internal insulation abrasions were also found under the rv shock coil at 2.4cm- 2.8cm from the distal end with the etfe coating intact, and at 2.7-3.2cm from the distal end with the etfe coating on one conductor abraded at this location, which could potentially cause the capture anomaly noted in the field if the cable conductor made contact with the shock coil.